Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his new one touch ultra2 meter continued to prompt "apply blood" after a sample had been applied to the test strip. The medical surveillance specialist (mss) spoke with the patient about one week later, and obtained the following information. The patient reported that the alleged issue began in 2009 when he attempted to use the subject meter from the first time. Despite not being to test his blood glucose, the patient claimed that he continued to take his usual dose of regular insulin 2 units (3x/day) daily. At about two days later, the patient reported that he developed symptoms of feeling shaky and sweaty. In response to the symptoms he drank "sugar water" and felt better afterwards. However, at the time of troubleshooting with lfs, the patient claimed he then developed symptoms of feeling nauseous, sweaty, clammy and dizzy; symptoms he associated with a high blood glucose. In response to the symptoms, the patient reported that he took 2 units of regular insulin. During troubleshooting, the customer care advocate noted that the patient was using the incorrect testing technique. However, the alleged issue remained unresolved because the subject meter continued to prompt an error message at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia and hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.